Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the proximal pressure sensor had failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer provided the customer with the part numbers for the data acquisition printed circuit board assembly and solenoid valves as the recommended repair parts for the reported failure.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.